Manufacturer narrative:
Terumo has received the actual device for evaluation. Visual inspection noted no visual damage or anomalies. Leak testing could not confirm that the sample had a seal rotor leak. (B)(4). The device labeling provides instructions for the user on how to address the occurrence of a leak.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, there was a possible leaky seal in the centrifugal pumphead. The product was changed out. There was no patient involvement as this occurred during set-up. The surgery was completed successfully.